Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited a high shock lead impedance measurement of more than 125 ohms. A boston scientific technical services (ts) discussed troubleshooting steps on continued alerts. Additional information was received that all other measurements were within normal range. No revision procedure was planned nor performed. The patient resumed to normal follow up. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
No additional information is available at this time. This investigation will be updated should further information be provided.

Event description:
Additional information was reported indicating that a defibrillation threshold (dft) test was performed, due to a knot in the lead, as the patient was a twiddler. There was also a report of rapidly increasing shock lead impedance (sli) trends and thresholds. Sli for dft was approximately 76 ohms. The patient is to be monitored. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.